Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pains, altered mental status and an arrhythmia. It was noted that the right ventricular (rv) lead exhibited undersensing. The lead remains in use. No further patient complications have been reported as a result of this event.